Event description:
The event occurred on unknown day in the month of july 2023 involving a 100" (254 cm) appx 12.3 ml, 15 drop admin set w/rotating luer where it was reported that the convertible piercing white caps caused a leak under pressure, but the blue cap version did not. This was for neuro/stroke patients. The problem occurred during infusion of heparinized saline, with IV bag under pressure- the white vent cap leaked. Does not leak under pressure only in cases under pressure. The set up was IV bag under 300psi with line attached to a copilot and 3 ways stop cock. There was no hole, cut, tears or any defect noted. The device was used on a patient, there was no harm to the patient, fluid leaked outside of sterile field. There was copilot and 3 ways stop cock. It is all lines, not just one line.

Manufacturer narrative:
The device is expected to be returned for evaluation it has not been received.

Manufacturer narrative:
D9 - date returned to mfg on 2/2/2024. Received one new. List #b30010, 100" (254 cm) appx 12.3 ml, 15 drop admin set w/rotating luer; lot #13723287. The reported complaint of a leak could not be confirmed. The returned new set was functionally tested and met all product specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.